Event description:
Philips received a complaint on the piic ix indicating that the speaker was not working. The device was in use at the time of the event.

Manufacturer narrative:
Visual inspection found that the external speaker was not plugged in. The piic ix worked as designed after the plug-in adjustments. Results of functional testing indicate that the device is working as designed. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was operational. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that no audible alarms were heard at the central station.the device was in use at the time of the event. There was no reported patient or user harm.